Manufacturer narrative:
The following field was updated due to corrected information. G.4. Date received by manufacturer: 9/17/2020. H.6. Investigation: no products or photos were returned by the customer. A device history record review could not be performed on model g5903fe because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gp/590 series burette set, 1 ssy tubing was damaged and leaked, causing flow issues. The following information was provided by the initial reporter: "f1004 - underdosee2403 - no clinical signs symptoms or conditionsa140501 - backflow".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gp/590 series burette set, 1 ssy tubing was damaged and leaked, causing flow issues. The following information was provided by the initial reporter: "f1004 - underdosee2403 - no clinical signs symptoms or conditionsa140501 - backflow".